Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included rebooting the system's server, clearing the system's error logs, and testing the antenna system. Communication was reestablished.